Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 30, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming power supply. However, without a sample, component level root cause cannot be determined at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the ground fault interrupter (gfi) is tripping the system off. There was no patient injury. It is believed to have occurred prior to surgical procedures but cannot be confirmed.